Event description:
Additional information: the right heart failure was not confirmed to be device related. The pump operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. Additionally, the reported event of low flow alarms could not be confirmed as no log files were submitted for review. According to the account, these alarms occurred in the setting of elevated central venous pressure and reduced right ventricle function. It was unknown if right heart failure existed prior to left ventricular assist device (lvad) implantation and it could not be concluded that the lvad caused right heart failure. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. This IFU lists bleeding, right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU states that right ventricular failure may develop shortly after pump implantation and outlines the associated treatment options. The IFU also addresses all pump parameters, including pump flow. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This IFU notes that changes in patient condition can result in low flow. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an elevated central venous pressure, low flows and reduced right ventricle function. The patient died on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter address line 1:(B)(6). Initial reporter phone number: (B)(6).